Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. CAPA reference number (B)(4).

Event description:
(B)(4). (B)(6) had a pcu 8015 that he thought it did not update the new data set. After troubleshooting the cause with him, I found out the pending data set was available. But it was not activated. I advised (B)(6) to press "yes" for new patient when he first turn on the device to activate the pending data set.